Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the hcp had the same scenario occur (critical alarm, low battery reset, and safe state) with a couple other patients over the past year. He was wondering if he should just recommend replacement at the five year mark for the patient¿s that live far away. The other incidents were already reported, but had no other information was provided. Additional information was received from the hcp indicated a couple of pump were prematurely 12-13 months on the elective replacement indicator (eri). The pump just ¿pooped out¿ and had a battery reset. The hcp did not remember the other patient information but noted it had already been reported. Refer to manufacturer report # 3004209178-2017-03908.